Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed lesion in the distal left anterior descending (dlad) artery. A 2.25x23mm xience xpedition drug eluting stent (des) was advanced to the lesion but due to the heavy calcification, the balloon did not inflate as intended. The delivery system and the undeployed stent were removed and intravascular lithotripsy (ivl) technique was completed, after which another 2.25x23mm xience xpedition des was advanced and implanted without issue to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.